Event description:
It was reported that during use, the catheter peels back with a bd neoflon 26ga 0.6mm od 19mm l. Additional doctor's are called in and higher dosages are given to make up for the time lost. The following information was provided by the initial reporter, translated from dutch to english: the last year customer reported a complaint regarding neoflon - purple and yellow. Recently they were experiencing the same problem. Catheter peels back and therefore neonate had to be punctured several times. Customer reported that sometimes another doctor should be called, so it is a duplicate effort of doctors. Later start with fluid/medication. Sometimes a higher dosage to make up for lost time.

Manufacturer narrative:
H.6. Investigation summary: DHR: no similar qn was raised for batch #7233310. No abnormality observed in that could have influenced the issue for batch#7233310. There is no sample and no photo returned for investigation of this complaint. The complaint is unconfirmed as no photo / sample is received. The probable root cause for peelback could be due to tubing material. CAPA# (B)(4) was issued to review the tubing material.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the catheter peels back with a bd neoflon 26 ga 0.6 mm od 19 mm l. Additional doctor's are called in and higher dosages are given to make up for the time lost. The following information was provided by the initial reporter, translated from (B)(6) to english: the last year customer reported a complaint regarding neoflon - purple and yellow. Recently they were experiencing the same problem. Catheter peels back and therefore neonate had to be punctured several times. Customer reported that sometimes another doctor should be called, so it is a duplicate effort of doctors. Later start with fluid/medication. Sometimes a higher dosage to make up for lost time.